Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were hospitalized due to high blood glucose on (B)(6) 2017 due to bent cannula. The customer mentioned having an issue with the serter not working correctly. The customer declined troubleshooting for the high blood glucose event. The serter will be replaced and returned for analysis. The pump will not be returned for analysis.